Manufacturer narrative:
(B)(4). The site indicated that the incident sample will not be returned. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device would no longer open after being applied to pt tissue. In order to removed the device, the tissue adjacent to the jaws was cut. There was no pt injury.